Event description:
It was reported that the customer experienced high blood glucose levels, the insulin pump had an absence of no delivery alarm, and the device alarmed battery out limit. The customer stated that she also had issues involving kinked or bent cannulas that did not trigger no delivery alarms, observing that he had only received one no delivery alarm for the past year. She reported that she would begin to feel sick, change her infusion set, and find a bent cannula. The blood glucose reading was 130 mg/dl. She noted that the battery out limit alarm occurred after the batteries had been out of the device for greater than the duration allowed by the insulin pump; she was advised that this is normal device behavior. The blood glucose reading at the time troubleshoot for the absence of no delivery alarm was 393 mg/dl. Unable to complete troubleshoot due to lack of tubing clamps, which the customer was advised would be sent. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.